Event description:
It was reported the left brake assembly has fallen off the 6265 walker.

Manufacturer narrative:
(B)(4) - follow up #002. Initial pr (B)(4) issued MFR. Report # 9616091-2013-01489. Follow up #001 was submitted (B)(6) 2013 indicating that the model # was unknown. The actual model # has been identified as a 6291-hda walker. Manufacturer is still unknown, 3 possible manufacturers. The correct FDA registration number remains at 1525712 as mentioned in follow up #001.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr 80021 issued MFR. Report # 9616091-2013-01489 indicting the manufacturer as invamex and the model number as 6265. The manufacturer and model number are both unknown. The correct FDA registration number is (B)(4).